Manufacturer narrative:
Findings: pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had crack and missing plastic segment near battery cap. Customer's blood glucose was 467 mg/dl. The customer does know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.